Event description:
Rptr's mother, was in sicu when the nurse inserted ng tube which pierced the stomach wall. This resulted in septic poisoning as all fluids that entered her stomach went into her abdominal cavity it was not detected for about 10 days. She died on nov. 24 as a result of this puncture.